Event description:
The account stated that the architect c8000 analyzer has generated discrepant co2 results on 50 patient samples. There were 9 corrected reports that were issued to the doctor. The account provided the results for 14 patients. The account observed higher patient results after recalibrating. On patient #9, the initial co2 result was 39 mmol/l, the retest result was 23 mmol/l. There was no impact to patient management reported

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). After further evaluation, the suspect medical device was changed from the list # 1g06, (B)(4) manufacturing site to list #3l80, (B)(4) manufacturing site. Evaluation (B)(4) other, previous in-house testing performed with same bulk reagent lot as customers lot. (B)(4) - other, in-house testing did not duplicate customers issue. There is no indication of any malfunction or deficiency identified. Complaint text states patient results higher than expected on (B)(4) samples collected in lithium heparin gel separator tubes. (B)(4) patient results reported requiring corrected reports to be issued. The qc results acceptable prior to test run, but at upper limit when repeated 1 hour later. Issue resolved by removal of cartridge giving elevated results. The customer states wash solutions replaced every 30 days. It is not known if solutions are topped off. The architect system operators manual gives directions for csystem solutions used in daily operation. Detergent b has onboard stability of 14 days and detergent a is stable onboard until the expiration date on the bottle. Previous in-house testing using cc co2c reagent lot 66020hw00 (same bulk lot as complaint lot) determined no deficiency could be found with co2c reagent lot 66020hw00. The lot release qc data for co2c reagent lot 65068hw0 lot demonstrates the lot was released within specifications.